Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that rust appeared to be forming on the inner edge of the product. It was further reported that this issue has occurred three times at the account. It was further reported that the account has had their water tested to ensure that the issue is not related to the water.